Event description:
The fe reported that the image is not presentable, it was washed out and whited out. This will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.